Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a peeling sticker and the insulin pump was not working, with the insulin pump beeping for low battery, failing to display anything after inserting three new batteries, and had a blank screen. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and included confirming the sticker issue, verifying use of the correct battery cap and undamaged contacts, inspecting the battery compartment and spring, cleaning battery cap contacts, and attempting a pump restart; the display did not return and the customer was instructed to discontinue use, revert to a backup plan, and place the pump in storage mode, and the customer will be provided with an insulin pump replacement. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
The pump passed the self-test and active current test. Failed with sleep current test. No low battery alert noted during testing. Blank display was not observed. No unexpected alerts or alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 15:48:00 after more than 7 days at 13.21 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 12:34:00 after more than 7 days at 14.14 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped out pcba 2 with a test pcba 2 and functioned properly and passed the sleep current measurement test. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: label damage (end cap label peeling), cracked keypad overlay and scratched case. Blank display was not confirmed. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss was not confirmed. However, received pump with high sleep current, problem isolated to pcba 2. No current code/category was confirmed due to high sleep current measurements. Cosmetic damage confirmed at the svn label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.